Event description:
The lateral poly insert lifted up anteriorly when the knee was brought into flexion intraoperatively. Soft tissue ligament releases were performed. The surgeon was then able to insert the lateral insert and it remains seated through range of motion. The surgery was completed without further incident.

Manufacturer narrative:
The lateral poly insert lifted up anteriorly when the knee was brought into flexion intraoperatively. Soft tissue ligament releases were performed. The surgeon was then able to insert the lateral insert and it remained seated through range of motion. The surgery was completed without further incident. Review of the device history record indicates that the device was manufactured to specification.